Event description:
Healthcare professional initially reported exchange with no complaint against the device and later reported "the left side had a pin point hole that did not appear to be deflating." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings on the device. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional initially reported exchange with no complaint against the device and later reported "the left side had a pin point hole that did not appear to be deflating." The device has been explanted and replaced.